Manufacturer narrative:
The device was evaluated by an olympus field service engineer (fse) and the reported issue was confirmed. The nozzle was clogged due to incorrect reprocessing. The fse dredged the nozzle and returned the device to the customer. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, during preparation for use for a diagnostic procedure, the suction channel on the colonovideoscope was clogged, hence there was no air/water flow. No patient harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. It was noted that the air/water nozzle was clogged with black particle-like foreign materials, although these materials could not be further specified. From this information, the cause was presumed to be inappropriate reprocessing after a previous procedure. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "inspection of the endoscope: inspect the air/water nozzle at the distal end of the endoscope's insertion section for abnormal swelling, bulges, dents, or other irregularities. - inspection of the endoscopic system. * inspection of the air-feeding function. * inspection of the objective lens cleaning function." Users can decrease/prevent the suggested event by handling the device in accordance with the following IFU: "warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. Caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw (air/water) channel cleaning adapter (mh-948) after each patient procedure. Clean the external surfaces of the insertion section: while immersing the endoscope completely in the detergent solution, thoroughly wipe all external surfaces of the insertion section, using clean lint-free cloths or sponges. - take the insertion section out of the detergent solution and confirm that no debris remains on all external surfaces, particularly the air/water nozzle opening and the objective lens on the distal end. - flush the air/water channel with detergent solution - remove detergent solution from all channels if there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces. Follow the procedure described below." Olympus will continue to monitor field performance for this device.